Manufacturer narrative:
Block b3: date of event was approximated to 07/01/2023 based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem) and block h6 (imdrf device code) have been updated to capture that this event will no longer be reportable based on the additional information received on august 21, 2023.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a procedure performed on an unknown date. During the procedure, a portion of the sheath towards the middle still feels stick and not coated after the coating was activated. Additionally, after a few back and forth passes, it was noticed that the coating on the sheath started to flake off. The procedure was completed with another navigator hd access sheath. Note: a photo submitted by the customer shows that the coating of the outer sheath was not activated in several sections. There were no patient complications reported as a result of this event. Additional information received on august 2, 2023. It was reported that it was the hydrophilic coating that flake off.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040506 captures the reportable event of sheath peeled.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a procedure performed on an unknown date. During the procedure, a portion of the sheath towards the middle still feels stick and not coated after the coating was activated. Additionally, after a few back and forth passes, it was noticed that the coating on the sheath started to flake off. The procedure was completed with another navigator hd access sheath. Note: a photo submitted by the customer shows that the coating of the outer sheath was not activated in several sections. There were no patient complications reported as a result of this event.